Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead dislodged. The lead exhibited failure to capture at high outputs. The lead was revised and remains in use. No patient complications have been reported as a result of this event.